Event description:
Info was received in dec. 2003, from an orthopedic surgeon regarding an unidentified pt with a history of rheumatoid arthritis. The pt was administered a synvisc injection in an unspecified knee and experienced a severe inflammatory reaction. A culture taken from a "big effusion" showed no infection or crystals. A lavage and washout of the knee was performed. At the time of this report, the pt's clinical outcome is unk. Synvisc is indicated for the treatment of pain in osteoarthritis (oa) of the knee in pts who have failed to respond adequately to conservative non-pharmacologic therapy and simple analgesics, (e.g. Acetaminophen).